Event description:
A report was rec'd via FDA's medwatch medical products reporting program that a pt experienced multiple eye infections, 2 to 3 fungal infections and chronic styes over the course of 5 years while using renu (unknown type). The pt discontinued contact lens wear frequently due to these issues. The pt reported that he switched to another brand (target solutions) with no problem. On one occasion, the pt reintroduced renu and this stye reappeared. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
Bausch & lomb is unable to compete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records a review of batch records and testing of retain samples for numberous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.